Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The returned articular surface exhibited damage (nicked/gouged/cut) to the locking feature on the proximal and distal surfaces. Dimensional analysis or the product confirmed it was conforming to print specifications where measured. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: partial femur cemented size 7 right medial item# 42558000702 lot# 64566408. Partial tibial cemented size h right medial item# 42538000802 lot# 64756151. Partial articular surface right medial size h 9 mm thickness. Item# 42528200809, lot# 64660777. Report source - (B)(6). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a trial articular surface was difficult to assemble with the tibial baseplate. The surgeon had left some tibial spine overhang (by using nibblers instead of saw), and the shelf of bone was preventing seating. Still more nibbling of spine and trial bearing finally seated. Surgeon wanted to use a 9mm, however defaulted to an 8mm due to overhang issue. Definitive articular surface was implanted in vivo after cementing femur and tibia. The articular surface seated easily with surgeon following prescribed technique. The rep observed the surgeon poking at the bearing with a howarth elevator and asked him if there was a problem. He stated that the bearing went in "too easily" and said that he felt there "was movement of the bearing on the baseplate posteriorly, like the bearing was for a bigger baseplate". The rep contacted the team member with the most experience with partial knees and was advised to remove the articular surface and replace it. The articular surface was very difficult to remove and sustained damage on removal. A 9mm bearing was used as another 8mm was not available. 9mm bearing was a little more difficult to seat, but surgeon was happy that it was a better size. There is no additional information available.